Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was alarming with blood seen in the iab. The iab was replaced to continue therapy. There was no reported injury to the patient. This report is for the first iab reported to malfunction.

Manufacturer narrative:
Additional information received - serial# (B)(4), lot# 3000089609, exp. Date: 2/5/2022. Additional information received - manufacturing date: 2/5/2019. The reported product lot# was 3000089284. The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. A kink was found on the catheter tubing 76.2 cm from the tip of the iab. A deformed/flattened portion along the length of the catheter tubing was also found 30.48cm from the tip of the iab. This deformation could have been likely caused by a one-way valve being held in a vacuum for an extensive period of time. Additionally, four (4) kinks were found on the sensor cable located 40.64, 75.57, 177.17 & 245.75 cm (respectively) from the rear of the y-fitting. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two (2) leak points were detected on the iab, both approximately located 18.42 cm from the iab tip. The two (2) leaks found on the iab were consistent with a penetration caused by a sharp object, leading to the reported problems. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console was alarming with blood seen in the iab. The iab was replaced to continue therapy. There was no reported injury to the patient this report is for the first iab reported to malfunction.